Event description:
Based on the information provided, the smith & nephew device did not cause or contribute to a death or serious injury, nor has it been implicated by the surgeon. In addition, the information provided does not reasonably suggest the device malfunctioned. However, due to the smith & nephew device being dropped on floor by surgery staff and the sterilization process occurring again, surgery time was extended more than 30 minutes.

Manufacturer narrative:
.